Manufacturer narrative:
Investigation summary: it was reported by the facility representative that there was wrong printing on the syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with the syringe barrel printing skewed. This defect could occur if there was a jam during the printing process inducing the symptom reported by the customer. A device history record review was completed for provided material number 309653, lot number 1176258. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale marking graduation on the bd luer-lok¿ tip syringe was misaligned. The following information was provided by the initial reporter, translated from french to english: "wrong printing of the graduation on 50 syringes."